Event description:
The device was returned to the manufacturer for analysis after an implant duration of 47 months. No reason for explant was provided. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
H6 - final device analysis reveals pump memory error. The pump contained baclofen.